Event description:
It was reported that the right atrial (ra) lead was removed and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: t505u223 tissue valve, implanted: 2011-(B)(6). (B)(4).